Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. Prior to the procedure it was noted that the right internal iliac artery (iia) was occluded. In addition, the entire circumference of thrombus was confirmed for the left cia, which showed only 1cm from distal side was normal vessel. Since landing zone was only 1cm from distal side, 156mm length device was implanted at the edge of distal iia; however, at the end of the procedure a type ib endoleak was confirmed. The physician considered adding another extension but it seemed narrow and since the endoleak was small it is expected to resolve itself. Approximately two weeks from the index procedure it was confirmed that the endoleak was resolved without an intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (anatomy related; short iliac seal length), unapproved use of device (short iliac seal length). Conclusion: inherent risk of a procedure (endoleak), device failure/lack of effectiveness related to patient condition (anatomy related; short iliac seal length),off label, unapproved or contraindicated use: (short iliac seal length).